Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china. It is reported that the glue from the tube is not as thick as normal. The tip of the device opens too easily.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there is a complaint of this code batch received, but from other customer. (B)(4) units were manufactured and distributed in the market. There are no units in stock. The ampoule received have broken tips. Ageing studies were performed with the purpose of provoking the complained defect and study the influence of environmental conditions in its apparition. There are polymerization nuclei along the cannula that caused the obstruction of the cannula. Further evaluation is not possible as the ampoule have broken tips. Ageing studies were performed with the purpose of provoking the complained defect and study the influence of environmental conditions in its apparition. -ampoules were stressed for 9 days at 40ºc and 30 % rh. After 4 days of exposure, the stress conditions caused the apparition of some polymerization nuclei along the cannula in the ampoules. However, the liquid glue could still pass through the cannula, that was not obstructed. After 9 days of exposure, the polymerization nuclei observed caused the obstruction of the cannula. The environmental conditions influence the apparition of the polymerization nuclei along the cannula. A temperature of 40ºc caused the formation of polymerization nuclei along the cannula and the obstruction of the cannula after 9 days of exposure. The instructions for use, histoacryl should be stored at ambient temperature below 22ºc. The ampoule containing the adhesive should only be removed from the aluminum pouch immediately prior to application. Final conclusion: taking into account that the samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.